Event description:
A patient was implanted with an lcp one-third tubular plate and screws on (B)(6) 2010. Subsequent to the implantation the patient experienced pain, muscle spasm, tightness and swelling and returned to ER for treatment in (B)(6) 2012. X-rays showed nothing was broken and no treatment was given. The reaction happened again in (B)(6) 2012, with ER advising the patient to check for allergies since x-rays taken show no breakage. The patient was informed the implants were made of stainless steel. This report is 12 of 16 for the same event.

Manufacturer narrative:
Device was used for treatment not diagnosis without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.